Event description:
The hospital intensive care unit staff connected the device to a pt and set it to pace at 60 ma and 40 bpm as a prophylactic measure. The pt was alert and conscious with a normal sinus rhythm at a rate of 70 to 80 bpm. The device allegedly delivered pacing pulses inappropriately to the pt whose intrinsic rate had not dropped below the set pacing rate. A backup external pacemaker was made available and used with no other problems reported. There were no adverse affects to the pt reported as a result of the alleged malfunction.